Event description:
Related manufacturer report number: 2017865-2023-23798. It was reported that the patient was not dependent on the device for normal function. It was noted that the patient had a history of twiddler's syndrome. It was noted that the patient's right sided right atrial (ra) and right ventricular (rv) lead were coiled up in the pocket. The ra and rv leads were easily explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were twiddler syndrome and lead dislodgement. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies noted to the lead body. After cleaning, the helix was able to be extended and retracted when torque was applied directly to the connector pin. The measured full helix extension length was within product specification.